Manufacturer narrative:
Device and initial implantation details unavailable at the time of this report, this report is filed on november 09, 2016. Registration number 3009092818 exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced a cellulitis infection; subsequently the patient was treated with oral antibiotics for 10 days, (B)(6) 2016 (specific date not reported), topical antibiotics and steroid injections (date and duration not reported). The implanted device remains.